Event description:
Per the user facility medwatch report: (B)(4), the event is described as follows: ¿rn and second standby rn in room to pull remaining venous sheaths. Pt in no distress, declined need for pre medication. Procedure explained to pt. Pedal pulses palpable extremities warm. Dressing removed. Size 8 catheter pulled first, did not come out smoothly. Tip separated. Charge rn called and rapid response team called. Pressure held both above and below site. Pt¿s vss, pt¿s only complaint was of being cold (resolved after warn blankets placed). Continue to assess pt and monitor telemetry and site. Broken sheath requiring ir snare during sheath pull. Right groin exploration with repair of right common femoral vein.¿ follow-up report communication the user facility confirmed that the pt was taken to the operating room and the detached material was successfully retrieved using a snare device. The pt condition was reported to be ¿fine.¿ add¿l text from user facility report: rn and second standby rn in room to pull remaining venous sheaths. Pt in no distress, declined need for pre medication. Procedure explained to pt. Pedal pulses palpable, extremities warm. Dressing removed. Size 8 catheter pulled first, did not come out smoothly. Tip separated. Charge rn called and rapid response team called. Pressure hold both above and below site. Pt¿s vss (see flow), pt¿s only complaint was of being cold (resolved after warm blankets placed). Continue to assess patient and monitor telemetry and site. Broken sheath requiring ir snare during sheath pull. Right groin exploration with repair of right common femoral vein.

Manufacturer narrative:
The involved device was not returned for eval and the lot number is not known (user facility reported all lot numbers remaining in inventory). Therefore, the failure investigation was limited to evaluation of user facility info and representative reserve samples. Inspection and testing of retained samples from the lots reported to be in the user facility inventory confirmed that there were no defects or anomalies and product performance specifications were met. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling states in the instructions-for-use: ¿advanced or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined.¿ all available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Add¿l info from user facility report: brand name: terumo pinnacle introducer sheath. Common device name: catheter introducer.